Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system but did not confirm the reported issue. No patient information provided to date after attempts on (B)(6) 2022. UDI #: (B)(4). Legal manufacturer: (B)(4).

Event description:
The hospital reported an over delivery of pressure in the patient circuit during a case. There was no patient injury.